Event description:
From staff: a screw came out of the glenosphere inserter handle from the reverse tsa tray during use. The screw landed on the floor. The sales rep took the instrument and screw to remove it from the set. Manufacturer response for 2-prong glenosphere inserter / impactor, (brand not provided) (per site reporter). Rep was in attendance during the operation. Do not know name or contact information for rep.